Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Part number: 447.003, lot number: 35p1580, manufacturing site: mezzovico, release to warehouse date: 21 jan 2020. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in china as follows: it was reported that the patient underwent a joint surgery between the dental and orthopedic departments on (B)(6) 2023. During the surgery, two plates and eight 2.0 screws were used, and the occlusal relationship was normal during and after the surgery. Two days after surgery, the mandible CT scan showed good alignment of the fracture line and no loosening or fracture of the titanium plate. After 16 days of surgery, the patient was transferred to the rehabilitation department for further rehabilitation treatment. Upon discharge, a CT scan of the mandible revealed two fractured plates with slightly misaligned fracture lines. Physical examination showed that the left mandible was slightly swollen compared to the opposite side, and there was no obvious bone friction sound. The occlusal relationship was normal. No allegation for the screws. It is reported that no revision surgery is required. Patient outcome is reported as stable. This report is for one (1) mandib-pl-2 w/cent-space 4ho l28 ti. This is report 2 of 2 for complaint (B)(4).